Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿volume in this pump to be noticeably softer¿ was confirmed. The probable cause was a defective rear piezo and was therefore replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the volume in this pump was noticeably softer when compared with our other pumps. The event occurred during pre-test.